Event description:
The head physician of the hospital, reported to our sales rep, that a patient came in with pain. He took an x-ray and saw, that the nail was broken. Patient was revised. Further information will be available as soon as possible.

Manufacturer narrative:
Additional information has been requested . Once the investigation has been completed any additional information will be reported in a supplemental report.